Event description:
It was reported that; oic cage snapped while being rotated. Cage (11x25x8°-8) was on the rotatable inserter. This was the second of two cages being inserted. The first cage was inserted and rotated without complication. The operation was an l5-s1 open fusion using es2 screws. The screws were already implanted, and rods were being used to distract during disc preparation. The blockers were loosened in preparation for cage insertion. Upon rotation of the second cage, a snap was heard and the implant holder became loose with a portion of the implant still attached. The surgeon was unable to remove the remaining fragment and left it in situ. Following radiographic examination, it could be seen that only 1 tantalum marker was present in the cage, and that the cage was still in the "pre-rotation" orientation. The surgeon decided it was best to leave the cage in its current position rather than risk nerve injury during removal.

Manufacturer narrative:
Method: device not returned; results: the surgical technique states that the cage must be inserted gently and progressively into the disc space and the serrated sides should be positioned to face the endplates. It was reported that the surgeon placed the implant sideways (serrated sides perpendicular to the endplates) and then rotated using the inserter. Conclusion: the plausible root cause of the reported event user related.

Event description:
It was reported that; oic cage snapped while being rotated. Cage (11x25x8 degree -8) was on the rotatable inserter. This was the second of two cages being inserted. The first cage was inserted and rotated without complication. The operation was an l5-s1 open fusion using es2 screws. The screws were already implanted, and rods were being used to distract during disc preparation. The blockers were loosened in preparation for cage insertion. Upon rotation of the second cage, a snap was heard and the implant holder became loose with a portion of the implant still attached. The surgeon was unable to remove the remaining fragment and left it in situ. Following radiographic examination, it could be seen that only 1 tantalum marker was present in the cage, and that the cage was still in the "pre-rotation" orientation. The surgeon decided it was best to leave the cage in its current position rather than risk nerve injury during removal.